Event description:
The pt stated that her infusion device was "not doing anything and she can not even get it to prime." She stated that she repeatedly observed an e4 (occlusion) error code displayed on the infusion device. The pt refused to engage in troubleshooting or answer questions to adequately assess the situation with a co rep. She stated that her blood glucose readings were high, although she would not provide an approx figure. The pt refused to provide info regarding insulin therapy or related medical treatment. The pt did not report requiring assistance from a healthcare professional or second party to address the issue. As the pt refused to engage in troubleshooting of the infusion device, no product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.